Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; programmer passed incoming functional testing. Able to plug in and unplug to all connections and able to interrogate wireless and non-wireless using known good rf (radio frequency) head. It was noted the stylus was missing. It was also noted system error was found in the programmer error log.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the nurse tried switching between the slave cable and the electrocardiogram (EKG) cable and could not plug in the cable. The nurse forced the cable and broke the connector. When the programmer was turned on the EKG signal would not work so another programmer was used. The programmer was returned for repair. No patient complications have been reported as a result of this event.